Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump was tested with test keypad and no frozen screen noted.

Event description:
It was reported that the customer had problems with the insulin pump, and the buttons were freezing for the past two weeks. The caller stated that in one occasion the customer's blood glucose was very low and had to call the paramedics. Troubleshooting was performed, and found a button error in the alarm history. While the mother was on the phone, the customer attempted to do a fill cannula test and the numbers were ramping by themselves. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.